Event description:
At the beginning of the left knee arthroscopy with menisectomy surgical procedure, the stainless steel surgical blade broke off in the pt's knee. At the end of the procedure, the surgeon had to make a large incision (2.5cm) and was able to retrieve the broken piece of the knife blade without any complications.